Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 407458 implantable pacing lead (B)(4).

Event description:
It was reported that the patient felt uncomfortable and was seen at the hospital. Examination revealed that there was a lead dislodgement. The status of the lead is unknown. No further patient complications have been reported as a result of this event.

Event description:
It was also reported that the patient received intervention for the dislodgement.